Manufacturer narrative:
(B)(4). Associated MDR#s: 3006425876-2022-00858 to capture complaints for catheter bent and spring wire guide kinking.

Event description:
It was reported the physician found the guide wire kinking and catheter bent during use. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Associated MDR#s 3006425876-2022-00856 and 3006425876-2022-00858 to capture complaints for catheter bent and spring wire guide kinking. The customer returned multiple components of a cvc kit for analysis, including a 2-l catheter, arrow raulerson syringe (ars), and guide wire assembly. Obvious signs of use were observed on the returned components. Visual analysis revealed that the catheter body contained a slight bend towards the distal end. No other defects or anomalies were identified. The bend in the catheter body was measured 20mm-24mm from the distal tip. The overall length of the catheter body measured 216mm which is within the specification limits of 207-227mm per the catheter product drawing. The catheter was functionally tested per the instructions for use (IFU.) Per the IFU, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." Both extension lines were flushed using the returned ars and they flushed as intended. The returned guide wire was also passed through the catheter, and it passed through the catheter with minimal resistance. A manual tug test confirmed that both extension lines were secure in their respective hubs. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of a kinked/bent catheter was confirmed through complaint investigation of the returned sample. Visual inspection of the returned catheter revealed a slight bend towards the distal end. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the available information and the customer report, it is likely that this kink was caused due to undue force of the catheter during placement or positioning. Therefore, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the physician found the guide wire kinking and catheter bent during use. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.